Event description:
The customer submitted an in-service and learning request for reprocessing on an oes cystonephrofiberscope. According to the olympus endoscopy support specialist (ess), the customer did not have cleaning brushes for the scope was not aware of brushing or flushing of the scope during reprocessing. In additional, the customer was not leaking testing the scope during reprocessing and was advise by the olympus ess to start leak testing the scope during reprocessing. It was reported that, the in-service and learn request was completed and the olympus ess advised the customer to follow olympus guidelines for scope reprocessing and making sure to brush, flush, and leak test the scope during reprocessing. All reprocessing personnel were trained on infection control information referenced in the user manual and how to properly reprocess an endoscope referenced in the manual and the facility manager was notify. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and considering the following observations, it is likely the event occurred due to human error. The event can be detected/prevented by following chapter 7 cleaning, disinfection and sterilization procedures which states: ¿7.5 manual cleaning: flushing detergent solution into the channel: 1. Completely immerse the endoscope in the detergent solution. 2. Fill a 30 cm3 (30 ml) syringe with detergent solution. 3. Attach the syringe to the channel port." "Brushing the channel: while the endoscope is submerged, brush the channels in the following order. Brushing the channel through the instrument channel port." "7.9 cleaning, disinfection and sterilization procedures for reusable parts and cleaning device: rinsing after high-level disinfection: flushing the channels with 70% ethyl or isopropyl alcohol after rinsing them with sterile water facilitates drying inside the channels." Olympus will continue to monitor field performance for this device.